Event description:
It was reported that the atlan has displayed "ventilator failure". The user switched to man/spon mode", manual ventilation was performed without problems. No injury reported.

Manufacturer narrative:
Both the affected atlan a350 and the device logbook were available for the investigation. The atlan a350 was subjected to an endurance test using the same settings as in the error case. The symptoms described could not be reproduced. Based on the log recordings, it was determined that a pressure surge of over 30 mbar acted on the inspiratory pressure sensor at the time of the event; with a set inspiratory pressure of 18 mbar. This led to the opening of the peep valve and a corresponding ¿ breathing system error¿ alarm. This resulted in a safety shutdown of the ventilator, which was reported to the user with a visual and audible alarm ¿ventilator failure¿. In this case, ventilation can be continued manually, as reported for the current case. Fresh gas and anesthetic dosing is still possible via the connected vapor, and monitoring is also maintained. In the event of an induced pressure peak, the sequence described above could be reproduced in the laboratory using an atlan test device. The cause of the pressure peak could not be determined, whereby patient activity or repositioning could also be possible triggers. Even when an altech filter was installed on the y-piece, as used by the hospital, the symptoms could not be reproduced. No other comparable case has been reported to us from the field to date. As a precautionary measure, both pressure sensors (insp + exsp.) And the filter upstream of the pressure sensors were replaced on the atlan a350 in question.

Manufacturer narrative:
The investigation was just started. The result will be forwarded with a follow up report.

Event description:
It was reported that the atlan has displayed "ventilator failure". The user switched to man/spon mode", manual ventilation was performed without problems. No injury reported.